Manufacturer narrative:
(B)(4). (B)(4). The device was returned in good visual condition. No functional test could be performed, as the clamp arm did not close. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. This could have resulted in an error code or solid tone. No conclusion could be reached as to what caused the damaged rotation knob pin hole

Event description:
It was reported that during an unknown procedure, the surgeon found the trigger was moved, but the clamp arm could not be closed. Changed another one to complete the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.